Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400 mg/dl to the bg meter reading "high" and it was addressed with manual injections. The customer changed the supplies on (B)(6) 2016; however, a system check with tandem's technical support on (B)(6) 2016 indicated that the pump, cartridge, and infusion set functioned as expected.